Event description:
Information received by medtronic indicated that the insulin pump would not rewind. The customer stated that they were unable to complete load reservoir process during troubleshoot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for an alleged rewind anomaly on the event date of 30-dec-2021. Device passed displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, and self-test. No rewind anomalies were noted during testing and verified insulin pump alarmed no rewind anomalies in the alarm history screen on the event date. The motor was tested outside of the device and no alarms were noted during testing. The device was cut open with no anomalies noted on electronics. Tested with a test p-cap locked in place properly. The device was received with the pillowing keypad. The device was not confirmed for rewind anomaly during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned the pump for an alleged rewind anomaly on the event date of 30-dec-2021. Unit passed displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, and self-test. No rewind anomalies were noted during testing and verified pump alarmed no rewind anomalies in the alarm history screen on the event date. The motor was tested outside of the device and no alarms were noted during testing. The unit was cut open with no anomalies noted on electronics. Tested with a test p-cap locked in place properly. The unit was received with the pillowing keypad. The unit was not confirmed for rewind anomaly during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.